Event description:
Device malfunction: failure to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure after a diagnostic procedure. Reportedly, a cuff miss occurred and the device was removed with no issues. The physician reinserted a guide wire into the artery and used a second perclose at device to achieve hemostasis. There were no reported adverse patient effects though requested, no additional info was available

Manufacturer narrative:
The device has been received. Investigation is not complete.